Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 506 mg/dl at the time of the incident. The customer¿s other blood glucose was 310 mg/dl. The customer was thirsty. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer had a backup plan available. The customer does not allege that the insulin pump was under delivering. The customer had delivered additional bolus since the active insulin has already cleared. The customer was ok and the infusion set did not give them any alarm. The customer stated that insulin exited the tubing. The customer was able to complete the fill tubing and did not receive any alarm. They reconnected but the customer received insulin flow blocked alarm again after delivering bolus. The insulin pump had insulin pump error alarm during the self test. The customer was able to clear the alarm. The customer was able to complete pump rewind. The insulin pump passed the self test. The customer changed the entire infusion set with a different lot. The customer stated that it was going on for the past 2 weeks and was resolved by changing the set which was not lasting because it always gave the insulin flow blocked alarm. The customer just changed the infusion set it went well until they delivered meal bolus at lunch time. The customer was able to change the entire infusion set after 3 attempts and were able to successfully deliver the bolus. The insulin pump will not be returned for analysis.